Event description:
It was reported that this implantable pacemaker exhibited oversensing on the right ventricular (rv) channel. Due to the limited information received, further follow-up to obtain related details was not possible.